Manufacturer narrative:
H3: a follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard foreign matter found on needle. The following information was provided by the initial reporter, translated from french to english date of occurrence: on (B)(6) 2024. Incident description: while handling the mandrel, a suspicious blackening was spotted on the canula as well as on the catheter adapter. Current patient condition: no direct consequences for the patient, problem identified before use. Risk of iatrogenia if contamination of the batch is confirmed. Actions taken in the care facility to manage the patient: use of another device.

Manufacturer narrative:
Investigation results: our quality engineer inspected the photographs submitted for evaluation. Bd received two photographs which displayed an unsealed 20ga x 1.00in. Insyte autoguard unit. The photos display some black foreign matter on the button of the device and on the cannula near the notch. Your reported issue was confirmed. Although your reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. During manufacturing foreign matter may have been introduced during packaging or manufacturing as a result of environmental factors, incoming material, or personnel. To mitigate the occurrence of these defects: operators perform cleaning per the quality plan and the bd 5s initiative, good manufacturing practices and gowning are followed, and environmental controls and inspections for foreign matter are performed per the quality control and sampling plans. The photos display the unit unsealed and uncovered so it is unclear when this foreign matter was introduced. The physical sample would need to be provided for further investigation. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No additional information.